Event description:
It was reported that high capture threshold and high impedance were observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition after the procedure.